Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay and corrected additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened on 1/8 of the length on the top corner. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a751bc2201 were manufactured on 31th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. No other complaints have been recorded for refobacin bone cement r 1x40g, reference 3003940001, batch a751bc2201 on this event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the cement pouch during the surgery, powder was bursted. No adverse event have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a751bc2201 were manufactured on 31th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that when the cement was opened during the surgery, the powder was busted.